Manufacturer narrative:
Product was not used on a patient. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Product was returned for functional check-out, no issues were reported. During evaluation, the manufacturer found burned component on power supply printed circuit board (pcb).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a faulty component in the charger power supply pcb assembly, was confirmed. A damaged component (ic) in the feedback control circuit for slot # 2 was found (ref: u14). A charging fault occurred on the slot when the board was operationally tested. Technical service also found a fault with the logic board. A battery charging fault (b0009) occurred after a battery was installed into slot #4. The fault, a current check fault, occurred regardless of the slot connections (terminals) and the batteries installed in the slot. Further evaluation of the logic board found a damaged trace going between the charging current sense voltage (from the charger ps board) and the data acquisition ic on the logic board (ref: u21). Without this signal, the current values read from any battery installed in slot # 4 will always be incorrect (not match the smb current values for the battery). Visible inspection of the solder side of the logic board found some traces damage. However, the exact location of the break was not found and the reason for the trace damage was inconclusive. The logic board and charger ps board were installed in the charger when it was built. Both boards were replaced when the ubc was repaired. The repaired ubc was tested and returned to the customer. No further information was provided. The manufacturer is closing the file on this event.